Event description:
Device #1 malfunction: kinked exchange sheath. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se attempted arteriotomy closure of a heavily calcified and tortuous common femoral artery after a diagnostic procedure. Reportedly, during insertion of the exchange sheath into the vessel, resistance was felt and the exchange sheath kinked. The exchange sheath was removed and a second starclose se was used. During exchange sheath splitting, resistance was encountered and the thumb advance stroke could not be completed, stopping 1/4 inch from the completion window. The safety mechanisms were activated releasing the device from the body. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional info was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device # 2 starclose se, lot# unk, is being filed under a separate MFR report number.